Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the percutaneous coronary intervention was to treat a lesion with no tortuosity, no calcification in the first diagonal coronary artery. The 2.0 x 15 mm mini trek balloon was the first device to advance to the target lesion; however, when inflated to 8 atmospheres (atms) the device would not hold pressure and would not inflate. The device was withdrawn from the patients anatomy and upon inspection of the device, a leak was noted in mid balloon. Reportedly, there was no resistance noted during advancement to the target lesion. A new 2.0 x 15 mm mini trek was used to complete the procedure. The patient outcome was a timi 3 flow. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.